Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section a1, patient identifier, was left blank. The patient identifier is (B)(6). Stryker evaluated the customer's device and the electronic data and was able to verify the reported issue was logged in the device¿s memory, but was unable to duplicate it. The event code was cleared from the memory of the device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.